Event description:
It was reported that medfusion pump alarmed syringe pump went into system failure, control key switch shut off. No further details provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a broken screw standoff inside of top case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced keypad for preventive measure and upgraded device software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500